Event description:
It was reported that the patient received several inappropriate shocks. Decreased sensing was observed. X-ray showed the lead dislodged into the atrium. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.